Event description:
Hcp reported possible left frontal and temporal subdural hematoma. Hcp stated the pt did not experience symptoms when event occurred, and therefore, was not able to indicate there was a problem. Nothing was used to diagnose or determine the extent of the injury/tissue damage. Hcp reported pt is recovering from surgery.